Manufacturer narrative:
(B)(4). Batch #unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified.

Event description:
It was reported that during an unknown procedure, after the device was fired, it was noted that the staples were malformed. Removed the device and found the washer was not cut through. Suture was used to oversew. There was no patient consequence reported. No additional information can be provided.